Event description:
It was reported that patient presented in clinic for a routine follow up with a device that was post paced t-wave oversensing on the ventricular channel. The patient was asymptomatic. The device was reprogrammed during device check.